Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the controller ((B)(4)) has been received by the manufacturer for further analysis and the bent pins have been confirmed. Additional information will be submitted in the final report. Results in final report.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient bent the controller pins on power source one (1) when trying to change the battery. The site performed a controller exchange and provided the patient with a replacement device. The controller was returned to the manufacturer for visual evaluation. The controller failed visual inspection as a result of a bent pin on the power source one (1) connector; thus confirming the reported event. The root cause for the 'poor mechanical connection' event was found to be a damaged pin on port one (1) connector most likely a result of improper handling, material durability and assembly interferences. The manufacturer has an open internal investigation to evaluate these types of issues. Z-1698-2015 a field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
Approximately five months after hvad implantation, the patient stated the controller pins bent when trying to change the battery. The patient was given a new back-up controller. It was indicated that there was no effect on the patient.